Manufacturer narrative:
Date of initial report : 2017-07-24. One lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the device's knife blade is partially exposed when the jaw is open. The customer reported the device cutting is insufficient. The reported condition was confirmed. The device was not able to produce an acceptable cut during testing. Inspection found the knife blade of the device was partially exposed when the jaw was opened. Manufacturing engineering was notified and it was determined that the spindle pin was missing and never installed during the assembly of the device. Without the spindle pin the device was not able to produce an acceptable cut. The investigation identified the root cause of the reported event to be an assembly error. No trend has been identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device would not cut. No patient injury resulted. Upon receipt for investigation the knife blade is partially exposed when the jaw is open.

Manufacturer narrative:
One used lf1637 ligasure device was returned, and an evaluation of the sample confirmed the reported issue. Visual inspection found the device blade is partially exposed when the jaws are opened. Further examination of the device found the issue was due to a missing spindle pin that was not installed during assembly. The investigation identified the root cause of the reported event to be an assembly error. A review of the device history records for this lot found no further potentially contributing factors. The manufacturing process has measures in place to prevent reoccurrence. If information is provided in the future, a supplemental report will be issued.